Event description:
The customer reported experiencing a past low blood glucose displayed as "low"; however, specific value was not provided. Reportedly, the customer lost consciousness but did not sustain any injury. The customer consumed carbohydrates to try and address the low bg. The customer went to the emergency room (ER) and was treated with glucose from emergency responders. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the ER visit; however, no response was received. Technical support advised the customer to consult with a healthcare professional to discuss factors affecting blood glucose levels, and the customer agreed to do so.